Manufacturer narrative:
The manufacturer's investigation has started. A follow up report will be submitted upon completion.

Event description:
The customer reported that an infinity acute care system m540 did not give a measurement for nibp on a neonatal patient. The m540s had been installed for about two weeks, and that the defect had only occurred on the one patient. The information provided confirmed that the customer is using non-draeger cuffs. Additional information provided stated that the customer attempted to use two different m540s, and then ultimately used a zoll defibrillation device to measure the patients nibp, which was successful. No adverse patient impact or death was reported.

Manufacturer narrative:
The customer reported that staff could not obtain an nibp for a neonatal patient. The customers had attempted to use two m540s before using another device to obtain the nibp. Additional information obtained by the complainant and biomed confirmed that the customer site has been using non-draeger approved cuffs. The customer has purchased draeger nibp cuffs to use in the future, and will report if there are further issues once the draeger cuffs are in use. The malfunction was confirmed by the customer biomed, who found that the nibp connector (pn ms22980) on the m540 had come loose, causing a leak. The biomed repaired the nibp connector, which resolved the malfunction. The biomed reported that loose nibp connectors has occurred in multiple m540s on site, and that the clinical engineering team at cheo has rectified the issue. The biomed confirmed that there had been a delay in treatment was a result of nibp troubleshooting by the staff and trying another m540, and then bringing in another device into the room. The biomed did not know if there was a patient injury, but that the "patient was already not doing well in nicu". The biomed did not know if there was a change to treatment or medication as a result of the malfunction. The specific patient impact is unknown due to the limited information. If additional information is provided, the complaint will be updated accordingly.

Event description:
The customer reported that an infinity acute care system m540 did not give a measurement for nibp on a neonatal patient. The m540s had been installed for about two weeks, and that the defect had only occurred on the one patient. The information provided confirmed that the customer is using non-draeger cuffs. Additional information provided stated that the customer attempted to use two different m540s, and then ultimately used a zoll defibrillation device to measure the patients nibp, which was successful. No adverse patient impact or death was reported.